Event description:
It was reported that the procedure was cancelled. A ce rotablator was selected for use. During the procedural test period, the console was not functioning properly. Dynaglide mode could not be turned on or off. The procedure was cancelled and rescheduled for another day. No patient complications were reported.

Manufacturer narrative:
Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Risk review: a risk review was completed and confirmed that the event of104: cancelled/rescheduled - post sedation/sedation unknown (prolonged procedure moderate) was defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, the cause of the reported event is unknown. The investigation conclusion code of cause not established was selected. The product was not returned for evaluation; therefore, the functional check and initial condition analysis could not be performed. There was no additional technical service repair or troubleshooting information available for this event, therefore the reported event cannot be confirmed. Should the defective unit be shipped back for investigation and repair, or additional event information be provided, the complaint will be reopened and updated as necessary.

Event description:
It was reported that the procedure was cancelled. A ce rotablator was selected for use. During the procedural test period, the console was not functioning properly. Dynaglide mode could not be turned on or off. The procedure was cancelled and rescheduled for another day. No patient complications were reported.